Event description:
It was reported that the patient experienced post-operative pain following their permanent implant on (B)(6) 2025. Patient was admitted for pain control and the symptoms are improving.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.